Manufacturer narrative:
Correction: parts replaced to resolve the haze/mist/vapor issue were the oil mist filter and the catalytic decomp filter. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and catalytic decomp filter were not returned for evaluation as they were contaminated with oil. The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter, oil mist filter and the vacuum pump were replaced to resolve the reported haze/mist issue. Unit meets specifications and was returned to service on (B)(6) 2017.

Event description:
A customer reported "haze/mist" was emitting from their sterrad® nx sterilizer while running a cycle. The customer described the haze as a "cloud in the room." There were no reports of harm or injury associated with this event. This event is being reported as a malfunction report subsequent to a serious injury.